Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the bios battery. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. During troubleshooting fse found that bios battery was defective and needs to be replaced. Fse replaced the bios battery. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.